Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient felt very hot and felt pressure on the top of the ins sites beginning about three days prior. No trauma/ falls/medical procedures were reported. The patient was directed to follow up with their healthcare professional. No further complications were reported or anticipated.